Manufacturer narrative:
Additional information: a1, h6, h10: information was received on 15-oct-2020 indicating that the pump failed during in house testing. No patient was involved.

Manufacturer narrative:
One cadd solis vip pump was received to investigate the reported under pumping. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported problem in the event log. To further investigate, a functional test was performed. The customer's concern was unable to be duplicated. Three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications of +/-6 percent. No problems were found with the delivery accuracy of the pump.

Event description:
Information was received indicating that the cadd solis vip pump was under pumping. There were no adverse events reported.